Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation traumaone system contra angle cross-drive blade, catalog #: sp-2379, lot #: ni, therapy date: (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two drivers are stripped. This was discovered during a revision procedure. The surgeon wanted to use the right angle drivers because he did not want to open incision more. The procedure was completed by using forceps reaching under the skin and holding a different blade. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drivers showed signs of use with some minor discoloration on the bodies and the knobs. Both drivers were functionally tested by rotating the knobs clockwise and counterclockwise. Both spun freely in each direction. Functional testing was then done by inserting a contra angle blade into the head of the driver and attempting to insert a screw into a block of white oak wood. Neither driver was able to turn the screw, therefore the complaint is confirmed. The first driver was disassembled and it was found that the pin that connects the brass shaft to the gear inside the head assembly had sheared. The second driver could not be disassembled for further inspection. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force being applied, beyond what the instruments were designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.